Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that some of the buttons on the insulin pump were not working and the insulin pump failed to deliver insulin as a result, causing the customer's blood glucose to go high. It was further stated that the insulin pump was requiring frequent battery changes and there was a crack on the battery casing. Nothing further reported.